Event description:
Complainant alleged that during a routine shift check, the device displayed what looked like an ECG trace signal when no cable was attached, rather than the appropriate "lead off" message. There was no pt involvement during the reported malfunction.